Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal setup joint (suj) was analyzed, and the reported failure was confirmed. When installed on the system, the error 32101 was triggered. This error also showed up on the system log history. The distal suj was tested and failed to detect the dongle. The probable root cause of the reported issue is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported error and replaced the set up joint (suj) distal 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding error 32101 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to repeated recoverable errors. An isi field service engineer (fse) confirmed the reported error and replaced the set up joint (suj) distal 3 to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were repeated recoverable errors 32101 on armnet 3. When recovered, the fault came back again immediately. A technical support engineer (tse) reviewed the logs and verified errors 32101 pointing to +48v motor reading by act on distal set up joint (suj)3. The tse asked the caller to try a hard power cycle of the system using emergency power off (epo). Caller stated that the issue persisted. The tse then asked the caller if was possible to disable the arm 3 and proceed with the procedure using only three arms but the caller reported that was not possible. Customer converted the procedure to video laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports, the patient tolerated the change. The procedure was completed with no injury to the patient.